Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0: controller 2.0 / (B)(4)/ model #: 1403us / expiration date: 2018-07-31, (B)(4), device available for evaluation?: no. Mfg date: 2017-07-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller became disconnected from the ventricular assist device (vad) driveline and resulted in a pump stop. The patient stated they were sitting on the side of the bed when their controller forcefully fell off the side of the bed and disconnected the driveline. The patient was asymptomatic during the few minutes it took to reconnect the driveline. Log files and monitor interrogation confirmed a vad disconnect alarm for the event. The driveline connector was inspected and was intact with no damage. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (B)(4): product event summary: hvad pump (B)(4) and controller (B)(4) were not returned for evaluation. The reported event was confirmed via review of controller log files which revealed one vad disconnect alarm associated with the controller on (B)(6) 2018 at 09:45:01. This alarm is indicative of a physical disconnection of the driveline from the controller which aligns with the reported event details. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to physical disconnection of the driveline from the controller as a result of the reported dropping/mishandling of the controller. Additional products: controller 2.0, (B)(4). Medical device: model #: 1420. Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.